Event description:
A customer reported an issue with a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the customer's pump, which was still under warranty, and send a replacement with updated software. The customer agreed to use multiple daily injections as a backup therapy and was instructed on how to return the defective pump within 10 days.